Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found). This occurred during dwell four of five of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The hp stated the machine had fallen before and the alarm occurred. The technical services representative assisted the patient in clearing the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.